Manufacturer narrative:
Investigation the investigation on this event is currently ongoing and the manufacturer will send a follow up MDR as soon as possible.

Event description:
Intra-operative issue was discovered during a surgery performed on (B)(6)2025, related to the following component: - prima 2mm eccentrical adaptor (part code 1367.15.702, lot number 2416658, sterilization 2400195). The black laser marking meant to identify the position of the offset is reported as not present in the last 2 cases. The surgeon proceeded anyway to implant the device. The patient involved in the event is a female, date of birth (B)(6)1948. The event happened in the united states.